Event description:
It was reported when using the bd pyxis medstation es system patient showing as both admitted and discharged at the same time, the customer stated that patient not showing in pyxis for nurse to pull medication for a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing in pyxis. A technical support specialist followed knowledge article 000007636 "patient discharged in error / how to re-admit patient / cancel discharge (a013) didn't work" and assisted with undo discharge for the patient to resolve the issue. The system was functional as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system patient showing as both admitted and discharged at the same time, the customer stated that patient not showing in pyxis for nurse to pull medication for a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not showing in pyxis. A technical support specialist followed knowledge article 000007636 "patient discharged in error / how to re-admit patient / cancel discharge (a013) didn't work" and assisted with undo discharge for the patient to resolve the issue. The system functioned as intended after troubleshooting the device.